Manufacturer narrative:
D.4. Serial number is unknown. This information will be provided in a supplemental report if made available. H.4. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Clinical history of the patient is the following: bicuspid aortic stenosis and regurgitation, 4.9 ascending aortic aneurysm, skin cancer, hypersensitivity lung disease, hypertension, palpitations, and mild sleep apnea. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received a report that a male patient of 61 years old underwent a cardiac surgery for aortic valve replacement with ascending replacement on (B)(6)2018 and a heater-cooler 3t system was used. Reportedly, the patient was treated with antibiotics (azithromycin, ethambutol, and rifampinfor) for symptoms and complications associated with the surgery.

Manufacturer narrative:
H11: through follow-up communication livanova learned the following additional information: - clinical course: the patient developed symptoms in spring 2020. Redo surgery was performed on (B)(6) 2021. Intra-operative specimens cultured positive for mycobacterium chimaera.

Event description:
See initial report.

Event description:
See initial report.

Manufacturer narrative:
H10: through follow-up communication livanova learned the device serial number which was used during the surgery. Model/serial numbers have been added to the dedicated d.4 section. Moreover, it was learned that plaintiff alleges that heater-cooler system 3t used during the aortic valve replacement surgery in 2018 was contaminated with mycobacterium chimaera and that device's contamination caused patient's infection. A test was taken on (B)(6) 2021 which was later found to be positive for mycobacterium chimaera, and blood cultures also showed positive results shortly thereafter. A repeat test was performed on (B)(6) 2021 which did not detect any mycobacterium chimaera. No other information has been made available. Device history record (DHR) of device serial number has been completed and did not identify any deviations or non-conformities relevant to the reported issue. Involved device used at the time of the surgery (2018) was not upgraded with vacuum and sealing kit. No further investigation is possible. Source of patient contamination remains unknown and a direct relationship between the reported adverse event and the device could not be established.